Event description:
Additional information was received that the physician believes the event was caused by a non-abbott lead. Technical support reviewed the session records at the time of the patient's death and the device performed as programmed. No device malfunction was alleged.

Event description:
It was reported that the patient passed away and that there was loss of therapy observed on the device. Additional information was requested but was not yet available.